Event description:
It was reported that while using the bd vacutainer® push button blood collection set that blood leaks from gray rubber needle cover. No patient or user impact reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: jka. The information for the additional common device name is as follows: d.2a. Common device name: intravascular administration set. E1: initial reporter phone # (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 26-mar-2025 investigation summary bd received one photo and 35 samples for investigation. The customer's photo displays an unopened device but fails to show the reported defect. Therefore, 30 returned samples underwent functional tests, and all samples passed without any evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Similarly, 30 retained samples were subjected to functional tests, and all samples passed as the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that blood leaks from gray rubber needle cover. No patient or user impact reported.